Event description:
It was reported that an o-ring was observed on the pneumatic tap. The customer removed the o-ring from the pneumatic tap, loaded a mew cartridge, and successfully resumed insulin therapy. It was also reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was 161 - 205 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.